Manufacturer narrative:
This follow-up report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00649, 0001825034-2017-00651, 0001825034-2017-00661, 0001825034-2017-00662. Concomitant medical products: unknown e1 liner; unknown regenerex shell; unknown taperloc stem; unknown-32-mm modular cobalt chrome femoral head; therapy date: unknown. Nebergall et al. "Five-year experience of vitamin eediffused highly cross-linked polyethylene wear in total hip arthroplasty assessed by radiostereometric analysis" the journal of arthroplasty 31 (2016) 1251e1255. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported via journal article that one hip was revised at the 6-month follow-up for an infection and was consequently removed from the study. Attempts have been made and additional information on the reported event is unavailable.